Manufacturer narrative:
As the subject staple cartridge was not returned for evaluation the caused for the reported condition could not be reliably determined.

Event description:
The device was used during a laparoscopic hernia repair. The instrument jaws broke. The surgeon applied another device. The hosp reported that no pt injury had occurred.